Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a saccular impending ruptured abdominal aortic aneurysm. The proximal neck diameter was 22 mm and 42 mm long. The distal diameter of the aortic neck was 32 mm. Diameter of the right common iliac artery was 11mm, diameter of the right bifurcated internal iliac artery was 13.5mm, diameter of the left common iliac artery 21.5-23mm, diameter of the left bifurcated internal iliac artery was 26mm, minimum diameter of the right external iliac artery was 9.5-12mm, aneurysm length to bifurcation was 92mm, right common iliac artery length was 50mm, left common iliac artery length was 36mm. The right internal iliac artery had no coiling and the stent graft was landed in the external iliac artery. The endurant limb was implanted at a tapered and curved section of the external iliac artery which was excessively tortuous. Another manufacturer¿s 12mm x 6cm stent was implanted and the procedure was completed. It was reported that approximately two weeks post implant, post-operative follow-up confirmed limb occlusion and following this event a fem-fem bypass surgery was performed at around the same time. The limb occlusion was confirmed to be at the site of ipsilateral extension. No additional clinical sequelae were reported. Review of returned pre-implant cta's revealed that the proximal neck was angulated 45deg, and the neck diameter just below the renal arteries was 19-20mm. The maximum diameter aaa measured 6.8cm, and contained thrombus. The right common iliac maximum diameter was 3.5cm. The right external iliac artery was extremely tortuous and also calcified. The proximal reia diameter ranged from 8 - 12mm. The left common iliac artery maximum diameter was approximately 2.4cm, and was calcified and moderately tortuous. Images 11 days post-implant revealed that the bifurcate was positioned approximately 1.5cm below the renal arteries. The ipsilateral limb was implanted on the right, an extension was placed into the right external iliac, and the contralateral limb was positioned within the left common iliac artery. A stent is also seen within the right external iliac extending beyond the ipsilateral extension. The entire ipsilateral/right limb is occluded beginning at the bifurcate flow divider. The left/contralateral limb is patent. Near the origin of the right external iliac artery the distal portion of the ipsilateral extension is kinked and angulated approximately 90 degree due to the external iliac tortuosity. Blood flow resumes distally in the right femoral artery. The exact cause of the occlusion is unknown; however, it is likely that the severely tortuous external iliac led to the stent graft kinking which then led to the occlusion.